Manufacturer narrative:
Investigation summary: bd received 1 photograph from the customer in support of this complaint. The photo was evaluated and the customer's indicated failure mode of additive color variation was observed, showing the additive to be a yellow/green color. Additionally, 100 retained samples were visually inspected, and no discolored additive were found. Bd was able confirm the customers indicated failure mode with the photo attached however, bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc plus blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the user noticed the additive color was turning yellow." According to the user's report, this color variation can be seen in about 1 of 100 tubes.

Manufacturer narrative:
Investigation summary: bd received 1 photograph from the customer in support of this complaint. The photo was evaluated and the customer's indicated failure mode of additive color variation was observed, showing the additive to be a yellow/green color. Additionally, 100 retained samples were visually inspected, and no discolored additive were found. Bd was able confirm the customers indicated failure mode with the photo attached however, bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc plus blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the user noticed the additive color was turning yellow." According to the user's report, this color variation can be seen in about 1 of 100 tubes.